Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that water tightness was lost due to deformation of the grip. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the electrical connector had corrosion due to water leakage caused by water invasion in the device. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the forceps could not be inserted smoothly (buckled or deformed) due to a dent on the channel tube. It was observed that the color ring had a crack due to physical stress caused by handling. It was also observed that the adhesive around the objective lens was peeled. It was observed that the objective lens itself was cracked due to a handling issue. Due to this crack, a flare occurred on the image. It was also observed that the coating on the connecting tube was peeling due to handling. It was observed that the universal cord and the connecting tube had a wrinkle due to chemical or physical stress. It was also observed that the indication on the scope connector was peeled due to repeated abrasion. It was observed that the suction cylinder was shaved/ scraped with a cleaning brush caused by a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: grip, plastic distal end cover, scope connector, protector of the universal cord on the scope connector side, protector of the universal cord on the control section side, universal cord, image guide protector, scope cover, switch box, switch 1, lock engagement lever, lock engagement knob, up and down knob, right and left knob and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer submerges the endoscope in cleaning fluid. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope has air/ water leakages. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.